Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators screen was 'weak'. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2022-00703 is the correct report and is the primary complaint. MFR report#: 2031642-2022-00785 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair, service of the device and device context at the time of the reported failure; however, no further details were provided. If additional information is later received, a supplemental report will be submitted.